Event description:
The implant did not fit the defect correctly. The surgeon had to modify the implant intra-operatively.

Manufacturer narrative:
Method - review of 2 images of the modified implant, approved design proposal for case (B)(4) containing the pre-operative CT scans. The exact cause of the event could not be determined. Review of the design proposal indicated the device was manufactured according to the (B)(4). The surgeon approved the design proposal as is indicating satisfaction with the proposed implant profile and size. It was determined the device fit correctly in the provided host bone model when tested during surgery. Visual inspection of the provided images indicates the device was heavily modified during the operation. Discussion with the custom cranial implant design team indicated that the size of the implant may have affected the surgeon's perception of the proper fit of the implant. Device history review determined the device was manufactured with no reported discrepancies. A review of the design proposal for the case indicated that the design was completed and reviewed according to all applicable specifications.